Event description:
It was reported that during an initial tissue repair procedure, the anchor fractured during implantation. All parts were recovered and there were no reported adverse events as a result of the malfunction. A second device was used to complete the procedure. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). A2: year of birth: 1988 g2: foreign: (B)(6). The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of provided pictures identified that the anchor is broken on the inserter with biological debris. As no product was returned, further visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was confirmed by review of provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.